Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the duodenum during a laparoscopic total gastrectomy, it was reported that the stapler was able to fire, however the stapler couldn't cut completely, it was partially cut. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was pre-fired and engaged in interlock. The jaws of the loading unit were clamped. Functional testing found that the loading unit jaws were manually opened and loaded, the jaws were clamped and unclamped repeatedly without difficulty. The interlock was overridden and was applied to test media. All staples were placed and test media was cleanly transected. The loading unit interlock functioned properly. It was reported that the knife advances but did not fully cut through the tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading, if the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading, or if the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the single use loading unit (sulu) is loaded into the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.